Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap oophorectomy procedure, the hand activation button did not work. They used the same device with the foot pedal to complete the procedure. There was no patient consequence.